Manufacturer narrative:
Insulation abrasion was observed in the pacing coil under the shock coil. The outer insulation was abraded, exposing both sensing cables. The insulation abrasions could lead to oversensing, short circuit and inappropriate shocks.

Event description:
Patient received inappropriate therapies, due to a suspected lead fracture. The lead was explanted.